Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed loss of sensing and loss of capture. Physician tried changing captured threshold, but changes made patient feel uncomfortable. Lead dislodgement was suspected. The patient presented for chest x-rays and it was noted that the atrial lead was still in place. The lead was repositioned to resolve sensing and capture issue. Patient was stable post procedure.